Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. The returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 4.0 mm to 4.2 mm. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, before doing a demo, the manufacturing representative was unable to verify the straight suction. There was no patient present when this issue was identified.